Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the outer insulation and exposing the outer coil at distal region of the lead. The cause of the external insulation abrasion was consistent with friction to another device or feature of the heart. Electrical testing did not find any indication of conductor fracture or internal shorts.